Event description:
It was reported that poor sensing and exit block were observed. After repositioning high impedance was observed. Lead was explanted and replaced.

Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.